Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The right case and battery door were cracked, there was no ac indicator light, and the battery did not appear to be charging. Event history log (ehl) showed: motor not running. An occlusion test was performed and the problem was duplicated; the main board misaligned from extrusion, which was deemed a result of the customer's impact to the device (broken bottom case). Action(s) taken to mitigate the reported issue(s): realigned main board, cleaned and greased the whole motor assembly, performed occlusion test and all functional tests which passed.

Event description:
It was reported that the pump had issues. No patient injury was reported.